Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A review of the device history records has been completed. Manufacturing site: (B)(4). Manufacturing date: march 24, 2011 no non-conformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent surgery for the placement of one (1) nail, three (3) 4.0mm locking screws in the right tibia and one (1) fibula 1/3 tubular plate and multiple screws. As the surgeon was trying to pull the reamer out after placing the blocking pin through the tibia, the reamer shaft itself broke in half with the reamer head still attached to the end. The surgeon was able to easily remove the part of the reamer connected to the drill and then used the ball tip wire to pull the remainder of the shaft and reamer head out. There was an approximate 30 second delay in surgery due to the issue and a standard intraoperative x-ray confirmed that all fragments were retrieved. The surgery was successfully completed and the patient reported as stable. Concomitant medical products: drill (part #unknown, lot #unknown, quantity 1). Reamer head (part #unknown, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (5.0mm flexible shaft), part number 352.040, lot number 2708918.the subject device was returned with the complaint condition stating that a patient underwent surgery for the placement of a nail, three, 4.0mm locking screws in the right tibia and a fibula 1/3 tubular plate and multiple screws. As the surgeon was trying to pull the reamer out after placing the blocking pin through the tibia, the reamer shaft itself broke in half with the reamer head still attached to the end. The surgeon was able to easily remove the part of the reamer connected to the drill and then used the ball tip wire to pull the remainder of the shaft and reamer head out. The returned flexible shaft is broken in the middle shaft portion of the device. The shaft is broken at the distal end approximately 1.5 mm from where the shaft meets the distal tip of the device. The remainder of the device has normal surface wear associated with use, which does not impact functionality. A visual inspection, drawing review and device history review (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No ncr (non-conformance reports) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Use of the returned device is outlined in the technique guide for flexible reamers for intramedullary nails. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. It is likely that consistent use and possibly encountering higher resistance than expected while reaming has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.